Event description:
Information was received from the consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported no improvement and a sudden return of various symptoms in (B)(6) 2016. The patient could not "trigger a strong stream," noting flow started and stopped and dribbled. There was a "bluish color" at the implant site within the last day or two. No falls, trauma, electromagnetic interference, or positional movement changes associated with the event. Settings were increased.

Event description:
Additional information received from the patient reported that the return of symptoms and blue color at the implant side had resolved. The issues seemed to resolve themselves. The patient could not say what circumstances led to the issues. She was not frequently changing the settings and there was also a change of program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.